Event description:
During laparoscopic removal and replacement of gastric banding, hiatal hernia repair, the autosonix ultra shears tip broke. Tip retrieved from abdomen intact. Company rep notified. To be returned to covidien for analysis.